Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The implantable cardioverter defibrillator was unable to be interrogated. No intervention was performed and the product remained implanted. The patient was stable.